Event description:
It was reported that the customer was using u-100 admelog within their pump supplies. Customer went to the emergency room with a blood glucose value of 600 mg/dl and high ketones that were identified as dangerous by a health care provider, and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged the following day with the issue resolved. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended, and advised the customer against using off-label insulin. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim x2 user guide states: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.